Event description:
A customer reported to baxter (B)(4) a y-type blood solution set in which a leak was observed. According to the report, the blood set was connected to a patient. After an unknown amount of time, the nurse returned to check the flow and noticed a small amount of blood on the floor. The nurse stopped the blood transfusion, and inspected the tubing set. The nurse observed a small leak near the seal of the tubing and the second chamber. There were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.